Event description:
During follow-up, a capacitor maintenance test was performed and the device timed out. The patient experienced pectoral muscle stimulation. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Upon receipt, the device was interrogated, and programmer printouts were obtained. The high voltage charge log confirmed extended charging occurred in the field, and in-lab testing was able to reproduce an extended charge time with the device. The high voltage capacitors were sent for further analysis and a capacitor anomaly was found inside one of the capacitors, which was the cause of the extended charge times. The reported field event of extended charge time was confirmed.